Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The irritation was under an electrode on the left side of the patient's back. The patient reported that her spinal cord curves out and that she was very skinny so the electrode belt cord would tangle and apply pressure causing her skin to bruise. It was reported that the nurses in the hospital applied an unknown lotion to the bruising to help with the soreness. The patient reported that the bruise was improving and the soreness had improved after removing the lifevest.